Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the force sensor was found to be out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. During evaluation the pump was able to rewind, and load successfully. The pump lost prime following the prime step.